Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the device was replaced due to being "faulty." This was meant as the device was not moving the food through their stomach, resulting in an increase in vomiting. They indicated that they kept going "higher and higher" prior to the replacement. The patient mentioned that this had occurred about (B)(6) 2014, but then they stated that it could have been 2015. It was noted that the device was replaced on (B)(6) 2016. There were no further complications reported as a result of this event. The indication for use was gastric stimulation.